Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue. Patient identifier: no information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.